Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-03302. It was reported the patient no longer received effective stimulation. The patient declined reprogramming attempts. Subsequently, the patient's entire system was explanted on (B)(6) 2016.